Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pen does not dispense small insulin doses. Customer had to dial 4 units of insulin at a time to see insulin come out. Customer stated the screw does move when they push the dose button. Customer primed the insulin pen multiple times, replaced the needles and the cartridge, but the issue was not resolved. Customer¿s blood glucose was 180 mg/dl. No harm requiring medical intervention was reported. The insulin pen is expected to return for analysis.